Event description:
A caller reported the freestyle libre sensor detached prematurely during wear. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness and the ambulance was called. The customer was diagnosed with hypoglycemia and given tylenol. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000gymq9r has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. No issues were observed with the adhesive. No malfunction or product deficiency was identified. This complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre sensor detached prematurely during wear. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness and the ambulance was called. The customer was diagnosed with hypoglycemia and given tylenol. No further information was reported. There was no report of death or permanent impairment associated with this event.